Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address infection and a broken, loose femoral stem. It was implied that the infection caused the stem to break, but no details were available regarding that. Update (B)(6) 2013 - patient's revision records were received. Records indicate the cup and poly liner were also removed at revision. The surgery was extended an hour and fifteen minutes to work on the extracting the femoral component. Also noted was a periprosthetic fracture of the femur. Doi over 1 year ago - dor (B)(6) 2013 (left hip). Only the fractured femoral stem was returned for evaluation. The devices associated with the reported infection were not returned and the product/lot information was not provided. The stem was evaluated by a depuy material scientist. On the basis of that evaluation, the femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the aml femoral stem that could have contributed to fracture initiation and/or propagation to failure. The investigation is unable to draw any conclusions as to the reported infection. Infection after this length of time implanted is not likely to involve a device / device processing error. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection and a broken, loose femoral stem. It was implied that the infection caused the stem to break, but no details were available regarding that.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.